Event description:
It was reported that the patient had pain and limited mouth. CT imaging was reviewed by a clinical consultant and showed development of heterotopic bone medially. Revision surgery was planned but not performed due to covid and insurance issues. This complaint was reviewed upon the acquisition of tmj solutions by stryker. No product malfunction was reported, as the device appeared to work as intended. However, there was an adverse event, which would be considered reportable based on stryker¿s determination of the potential severity for the reported event and based on the historical filing strategy on revision surgeries of heterotopic bone cases of tmj solutions (now stryker). Based on this information, a report will be filed.

Manufacturer narrative:
Device not returned for evaluation as it was implanted. If additional information is received it will be reported on a supplemental report. Device not available.